Manufacturer narrative:
Findings: pump received with button error alarm and intermittent act buttonresponse due to corroded keypad traces. Pump received with cracked reservoir tube lip, cracked battery tubethreads, case cracked at the display window corner, minor scratched lcdwindow, and scratched reservoir tube window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 148 mg/dl. The button error could not be cleared since the buttons required to clear the alarm were unresponsive. The customer also tried to change the batteries three different times but the alarm persisted. Troubleshooting was initiated for the button error alarm and keypad anomaly. The customer did not recall any significant events leading to either issue. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.